Event description:
A report was received from a doctor regarding a memorylens that was implanted in the patient's right eye in 2000, which lens had opacified. At exam in 2002, the patient's visual acuity was 20/40 od. The doctor stated that the lens may be explanted at a later date.